Event description:
It was reported that: pseudoaneurysm noted post device deployment. Sheath removed, much sheath trauma noted. Wire noted to be outside the sheath seam. Assumed arteriotomy was compromised via sheath/wire vessel trauma. 1 hour post angiogram revealed the pseudoaneurysm was no longer visible, but is was noted with multiple reviews, device was ultimately subcutaneous, extra vascular. Patient transferred to post op unit. Patient was reported as doing well, anticipated discharge 24hrs post procedure. Additional information on 24oct2022: 18fr device deployment had initial ooze, second deployment (of the lat was performed) some ooze, manual pressure held for 3-4 min. Post angiogram revealed a medial small pseudoaneurysm. It was decided by the team to do a 60min manual pressure hold. Post manual hold angiogram revealed that the pseudoaneurysm had resolved. Post imaging did show that the device appeared to be definitely deployed subcutaneously, assumed to be the result of an arteriotomy slight tear from the sheath. Additional information 31oct2022: during a tavr procedure, access at the mid femoral head, was obtained under ultrasound with initial angiogram in the right common femoral artery. Access site was 8-9mm with no calcification or tortuosity, measured device depth was 3cm. There was no reported difficulty inserting the 14fr sheath, but the physician noted a very deformed sheath with wire extravagation through the expandable sheath seam upon withdrawal. Prior to sheath removal act was 264, protomine 30mg was administered intravenously with hemostasis within 5 minutes with slight manual femoral pressure hold. Post angiogram performed by physician revealed medial pseudo aneurysm. Post 60 minute manual femoral hold the angiogram revealed no pseudo aneurysm. Patient transferred to intensive care unit without complications, discharged within 24hrs. The physician stated that the removal of the sheath "probably caused arteriotomy expansion resulting in medial pseudo aneurysm post device deployment".

Manufacturer narrative:
An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. Angiogram was submitted and reviewed by the investigative team revealing a mid-femoral positioned manta lock and a small pseudo aneurysm present. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Following a tavr procedure, an 18f manta was deployed for closure in the right common femoral artery. A mid-femoral positioned access was achieved utilizing ultrasound and micropuncture. The arteriotomy was 8mm x 9mm, no calcification or tortuosity, with a depth measurement of 3cm. No issues were encountered attempting to advance the expandable procedural sheath. The physician noted the expandable procedural sheath was very deformed with wire extravasation through the expandable sheath seam upon sheath removal. The expandable sheath eventually was removed, and the guidewire remained in place. The manta was deployed to a depth of 4.5cm. Following deployment, oozing was present, and the physician choose to advance the blue lock advancement tube a second time, angled medial with more pressure. The oozing continued, and following 3-4 minutes of manual pressure, hemostasis was achieved. A post-angiogram revealed a medial pseudo aneurysm; manual pressures were applied for an additional sixty minutes; and a follow-up angiogram indicated the pseudo aneurysm resolved. The patient was transferred to ICU without complication and was discharged twenty-four hours later. The physician stated the removal of the expandable sheath "probably caused arteriotomy expansion resulting in medial pseudo aneurysm post manta deployment." The device was not returned for investigation. There is believed to be no device failure. The device was successfully implanted. Post procedural bleeding/oozing is a common occurrence following any closure device deployment. There was no clinical harm beyond minor blood loss during the operation and inconvenience to the user. A pseudo aneurysm was seen in the post angiogram and manual pressure was applied to resolve. Manual compression to achieve a quicker time to hemostasis, to resolve a pseudo aneurysm is a clinically accepted therapy and does not indicate device failure. The device history record (DHR) review showed no indication that the devices did not meet specification. Per the IFU: the safety and effectiveness of the manta device has not been established in the following patient populations: patients who are suspected of having intra-procedural complications at the femoral access site before sheath removal including: bleeding or swelling around the large bore sheath that may indicate hematoma formation and/or pseudoaneurysm formation, and/or peri-procedural angiographic evidence of thrombus formation or significant injury in the aorta or iliac vessels associated with procedural large bore sheath placement and/or sub-optimal anticoagulation. The following potential adverse events related to the deployment of vascular closure devices have been identified: local trauma to the femoral or iliac artery wall, such as dissection; and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to: arterial damage, oozing from the puncture site, and vessel laceration or trauma. Precautions if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, to obtain hemostasis. In step 1: arteriotomy location procedure, manta deployment depth = flow stop measurement at skin + one (1) cm.